Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels. Customer's blood glucose level was not provided at time of hospitalization. Customer stated they needed insulin to refill reservoir. Customer declined providing further information. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.